Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, was exhibiting moderate regurgitation during the intraoperative ultrasonic evaluation. The physician chose to remove the device and replace it with another valve. No adverse patient effects have been reported. The device will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.